Event description:
This device was explanted because, it is at eos indication due to intermittent oversensing, noise and several shocks on the rv lead. The physician speculates that there might have been a lead fracture.